Manufacturer narrative:
As per report, this surgeon was a first-time user of the ijs-e system. Based on review of x-rays provided, the images indicate that the axis pin was not fully inserted and other errors occurred during installation. Patient was hard-casted and the implant was found exposed during follow-up visit. It appears that errors involving the position and orientation of the implant assembly most likely contributed to this failure. The device was not available for return.

Event description:
Ijs-e implant disassembled about 2 weeks post-op.